Manufacturer narrative:
Results: eval of the returned unit found that there is corrosion on flat contacts and springs due to battery leakage. The reported issue is confirmed. The unit did not power up with new batteries. The unit powers up with a 9v adapter or external power supply and passes all functional tests. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported that the unit will not power on. The customer reported that they replaced the batteries with a new supply and noticed some corrosion on the flat part of the battery contact. No pt incident or injury was reported. The customer did not know when this occurred.